Event description:
It was reported that prior to use of the bd vacutainer® sst tubes, foreign matter was observed in ten (10) tubes, dirt was observed on nine (9) tubes and two (2) tubes were missing labels. There were no health impact or consequences reported.

Manufacturer narrative:
The information for the additional 510k is as follows: g.4. PMA/510(k)#: k230855 a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that prior to use of the bd vacutainer® sst tubes, foreign matter was observed in ten (10) tubes, dirt was observed on nine (9) tubes and two (2) tubes were missing labels. There were no health impact or consequences reported.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on:21-aug-2024. Investigation summary: bd received (B)(4) customer returned samples and 3 photos for investigation. The samples and photos were reviewed and the customer¿s indicated failure modes of foreign matter, embedded foreign matter, and missing label were observed. Additionally, the customer samples were further evaluated by visual examination and additional failure modes of gel air bubbles-before use (2 tubes) and additive abnormality (1 tube) and with the incident lot were observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure modes foreign matter, embedded foreign matter, missing label, gel air bubbles-before use and additive abnormality. Bd was not able to identify a definitive root cause for the indicated failure modes. Based on an evaluation of severity and frequency it was determined that no corrective action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.